Event description:
We did not experience any issues with the scope until middle of our case. The connectors were cleaned and the connections was tried again but again we had the error message. Doctor at that point decided to continue the case as laparoscopic so the robot was undocked, the scope was taken off field and tagged.